Event description:
It was reported that during the device change out procedure, the right atrial lead exhibited loss of capture and loss of sensing. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).